Event description:
Approx seven weeks post heartware lvad implantation this pt experienced sudden and unexpected low flow combined with alarms from the controller. Despite correct anticoagulant management lvad threw clots and pt showed signs of minor stroke. Pt was transported to medical facility where the lvad device was immediately replaced. Lvad coordinator told family that the original failed device and its report was returned to MFR for analysis. Pt suffered serious stroke during replacement surgery leading to other recovery complications and eventually support was withdrawn and pt expired. Family has never been contacted with any further information on what that controller report contained or with any results of the investigation of returned lvad device.